Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. He also reported that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading at the time of the alarm was 500 mg/dl. The customer treated with manual injection. The customer was hospitalized on (B)(6) and the blood glucose reading was 471 mg/dl. The customer was treated with manual injection and intravenous fluids. The customer was wearing the insulin pump at the time of the event. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.